Event description:
The unit is showing repetitive "mve<0.4 l/min" followed by "disconnect-check tubing" in the alarm history. These alarms occurred around the time of the incident and are the only alarms indicated history until the unit was disconnected from gas supplies, to be removed from the operating room.